Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that intermittent driveline fault and low flow alarms sounded when the system controller was connected to the power module, but no alarms occurred when connected to batteries. The patient was asymptomatic. It was reported that there was potentially external stress on the driveline. The system controller log file reviewed by the manufacturer¿s technical services representative did not show any driveline faults but did show multiple low speed events and pump stoppages. Submitted x-ray images were unremarkable. On (B)(6) 2016, an external percutaneous lead (driveline) replacement procedure was successfully performed by the manufacturer¿s technical service representatives. No additional issues have been reported since the replacement was performed. The patient was discharged home.

Manufacturer narrative:
A distal end driveline replacement was performed on 11/02/2016 and approximately 16 inches of the external portion was returned for evaluation. Electrical continuity testing on the returned portion of the driveline revealed that all wires were electrically intact. Very minor breakdown of the metal braided shield was noted in a few locations along the length of the driveline segment. Visual inspection of the underlying wires identified a small breach in the yellow wire insulation approximately 0.25 inches from the metal connector. High potential testing confirmed that the inner metal conductors were exposed in this location. The observed wire damage appeared to be the result of fatigue due to repetitive movement of the wire and abrasion against the braided shield at this location. Examination of the remainder of the returned driveline segment revealed kinked wires in a few areas; however, it was otherwise unremarkable and no additional areas of compromised wire insulation were identified. If the exposed conductors of the compromised yellow wire made contact with the braided shield while the device was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed/pump stoppage events and the associated driveline disconnected and low flow hazard alarms captured in the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.